Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available information no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. The log files captured few low power advisory alarms due to battery depletion starting on 19nov2025 at 19:22 to 19:47. The log files also captured power cable disconnect/low power hazard/no external power while connected to mobile power unit (mpu) on 30nov2025 at 11:00. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as system controller¿s emergency backup battery (ebb) function as intended. The alarms resolved upon the mpu regaining power. Log files also captured ebb fault on 20nov2025 from 11:10 until the end of the log files at 15:49. The ebb fault was due to the ebb failing the load test. This was only an advisory alarm and there was no pump interruption during this event. There were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, low power hazard, and no external power alarms was confirmed via log file analysis. Review of the log files revealed on 30nov2025, power cable disconnect, low power hazard, and no external power alarms activated due to a loss of ac power to the mobile power unit (mpu). The alarms resolved once ac power was restored. The backup battery supported the system as intended during the loss of power. Pump operation was not affected. The heartmate mpu (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, and heartmate 3 IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.